Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). When the pigtail catheter was advanced into the left atrium, contrast injection revealed a pericardial effusion. The patient remained stable and the closure device was successfully implanted. Following the closure device implantation, a patent foramen ovale (pfo) closure procedure was performed. After the pfo procedure concluded, the pericardial effusion increased in size and fluid was aspirated. No patient complications were reported.